Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis with blood glucose of unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019 at 3:30pm with blood glucose was 700 mg/dl. The customer's high blood glucose treated with intravenous insulin drip. It was also reported that the insulin pump lost power in the middle of the night.